Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported via manufacturing representative that their stimulation coverage is not strong enough in their right leg. However, when they try to get better coverage for their right leg, the stimulation in the left leg is too strong. It was noted that the patient's system and coverage worked well up until now. The cause for the change is stimulation and coverage is unknown at this time. It was also mentioned that reprogramming occurred, but the manufacturing representative was unsure if it will provide better coverage. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.